Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for renal replacement therapy (rrt). The pdrn attributed causality to a touch contamination event involving the patient¿s spouse assisting with initiating ccpd therapy without the proper training. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, b. Cereus is a nosocomial and opportunistic infection (commonly found in soil and food), particularly in immunocompromised patients with indwelling catheters. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to an infected ¿catheter port¿ and peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with a pd catheter (not a fresenius product) infection, peritonitis, and was treated with intraperitoneal (ip) vancomycin and cefepime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for bacillus cerus on (B)(6) 2026, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter, placement of a hemodialysis (hd) catheter (not a fresenius product), and transition to hd. As a result, the patient¿s antibiotics were changed to intravenous (IV) administration, and the patient tolerated the transition to hd without any known issues. The patient is recovering from the serious adverse events and remained hospitalized as of (B)(6) 2026. The pdrn attributed causality to a touch contamination event involving the patient¿s spouse assisting with initiating continuous cyclic pd (ccpd) without the proper training. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.